Event description:
It was reported by service report that the brakes would not hold and the power cord insulation was cut. The customer could not determine whether there was patient involvement and/or adverse consequences.